Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot # 4456123 revealed the flexible shaft connector was manufactured by magnum tool company. Wo # (B)(4), dated 7/31/02, for (B)(4) parts was inspected to the synthes incoming final inspection sheet number (B)(4) revision go on (B)(4) 2002. The product conformed to all requirements. (B)(4)parts were released to the warehouse on (B)(4) 2002. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Sales consultant reports that the set screw of the quick coupling for instrument backed out during surgery, rendering the instrument almost unusable. Consultant reports that surgeon continued reaming with the outer ring of the instrument unseated, despite the alleged malfunction. The procedure was completed without delay or incident. This report is on the flexible shaft connector for use with jacobs chuck. This is 1 of 1 report for complaint (B)(4).